Manufacturer narrative:
D4: UDI and g4: 510k, d4: expiration date and h4: manufacture date, are unknown. No product information has been provided.

Event description:
It was reported that a 73-year-old female patient was hospitalized due to the remodulin port coming out while using a cadd solis pump IV self-filled with remodulin. The event occurred during infusion. There were patient involvement and harm.